Manufacturer narrative:
(B)(4):a review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.

Event description:
On (B)(6) 2012, the patient claimed that her blood glucose has been in the 300-500's mg/dl on occasions for the past month. During the alleged high blood glucose, she experienced fatigue and rare occasions of increased thirst. On the night of (B)(6) 2012, she reportedly tested at 575 mg/dl and took an insulin correction dosage via the pump. Her blood glucose was reduced to 538 mg/dl within 2 hours. The following morning, she awoke with a blood glucose reading of 202 mg/dl. During troubleshooting, the patient felt the animas insulin pump malfunctioned. She denied any issues with site, bent cannula, or air bubbles. The advance features and the basal segment are correctly programmed according to the patient's usage. The date and time was confirmed to be accurate. The animas representative could not find any product malfunctioned associated with the incident. This complaint is being reported because the patient experienced elevated blood glucose and had symptom suggestive of hyperglycemia while on insulin pump therapy. The product was requested back for investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.